Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a dexcom g7 and a contact detach steel infusion set, including an occlusion event followed by multiple infusion site changes, tubing and cannula fills, a manual insulin injection off-pump for correction, and later a factory reset with re-onboarding and resumed automated therapy. Symptoms included hyperglycemia up to 498 mg/dl without other reported clinical symptoms. Outcomes included temporary interruption of automated insulin delivery, manual insulin administration by pen, and restoration of therapy after troubleshooting. Investigation included review of synced device data, guided site changes, verification of tubing prime and cannula fill, cgm and meter cross-checks, and a device factory reset with reinitialization. Investigation of this case revealed hyperglycemia associated with infusion delivery issues, including an occlusion and probable infusion site performance problems, compounded by suboptimal use of meal announcements that affected algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and infusion site-related delivery impairment, with device function restored after corrective actions and factory reset.

Manufacturer narrative:
(B)(4).